Manufacturer narrative:
(B)(4). Insulin pump received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform self-test and displacement test due to motor error alarm. Also, moisture damage at electronic assembly and damage motor during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that reservoir compartment and screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.